Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range shock impedance measurements and has been implanted for more than 20 years. Lead fracture is suspected. This rv lead was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range shock impedance measurements and has been implanted for more than 20 years. This rv lead remains in service. No adverse patient effects were reported.